Manufacturer narrative:
(B)(4). The product was not made available for investigation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter: the patient alleged experiencing severe abdominal discomfort following a laparoscopic hernia repair and subsequent infection with abdominal wall abscess. On (B)(6) 2006, the patient underwent mesh implant surgery to repair a hernia. The surgery was completed without any reported complications and an estimated blood loss of 25cc. On (B)(6) 2013, the patient underwent a second surgery to remove the infected mesh. The surgeon stated that the mesh was clearly infected and not incorporated into the tissues. It was removed along with most tacks. The infected sinus tract was excised and irrigated. The fascial edges were refreshed, the abdomen was irrigated and hemostasis was obtained. A new mesh was placed. The estimated blood loss for this procedure was 50cc. A foreign body sweep was conducted with no reported findings.

Manufacturer narrative:
(B)(4).